Manufacturer narrative:
The cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The lot number is unknown; therefore the manufacturing records could not be reviewed. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot #: unknown, not provided. Expiration date, and complete unique identifier (UDI#): is unknown, because the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Device manufacture date: unknown, because the lot number was not provided. An attempt has been made to obtain missing information; however, no further information was obtained. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the leading haptic touched the patient's eye, but the rest of the lens was stuck in the cartridge. Reportedly, the doctor removed the lens and replaced it with another lens (same model and diopter). There was no patient injury and no complications. No further information was provided